Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon used al326 and found that the clips would not advance properly. The surgeon completed the case with a new al326. There was no consequence to the pt.